Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller was at abbott northwestern and they just had a wet tap and hcp was wondering how to proceed. Tss reviewed that we don't have any recommendations per labeling and it would be up to the hcp's judgement. Tss reviewed request can be submitted through medical affairs but there would be a turnaround time for the information. Tss sent email to caller for sr information as they were in the case during the call. Redirected caller: other (document in note) caller states that he is with the pt today and they have leads implanted. Lead impedances are good 500-600ohms. Caller states one lead seems to be stimming normally but the other has it where .3ma pt feels stim but .4ma stim is too strong using dtm endurance settings. Pt doesn't feel stim when impedance test is run. During the trial the pt had low settings. Caller asked what he should do and how we can establish if the lead is in the intrathecal space. During trial, pt was using settings of around 1.8-3.5ma on one lead and 0.9-1.2 on the other lead. Stim turned on today for first time. Both leads thoracic but staggered. On lead that pt is programmed on the bottom electrodes, he's using 1.1ma and on other lead where pt is sensitive to stim increases, pt running 0.2-0.3ma. There was no intervention for the wet tap at time of implant and pt has not had any subsequent symptoms from the wet tap. Nothing remarkable about implant lead placement. Pt does have some notable spinal curvature. They do have lateral images from the lead placement but the images have not been formally assessed for lead location (ie confirming leads in epidural space). Caller thinks managing hcp is planning on doing further imaging today and possibly doing MRI. Tss reviewed confirming location of leads to take that out as a varia ble.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from rep patient met with neuro surgeon on (B)(6) to see about doing a revision and placing a paddle lead. Neuro surgeon said the leads appear to wrapped be around the spinal cord. The neuro surgeon told him he would not feel comfortable doing the procedure . Pt is scheduled for a second opinion on the (B)(6).

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type lead h6 previously reported device code annex a, a24 is no longer applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep clarified that it was a procedure issue as noted previously. Also of note: after the trial procedure the dr said if it¿s successful he would refer out for a paddle placement. After the implant the dr and pt both said the other talked them into doing perc leads. The issue was not resolved. Pt still has low level of stim thresholds and also new pain on the left side, has to move carefully when sitting or standing. No plan to resolve the issue at this this point.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead; product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that pt was revised on march 28th.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2021 explanted: (B)(6)2022 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2021 explanted: (B)(6)2022 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the two leads were replaced with one lead, and the issue was resolved.